Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequently, boston scientific received information from an implant form that this device was explanted in (B)(6) 2011 due to normal battery depletion. To date, the device has not been received at boston scientific's return products department.

Event description:
Boston scientific received information that this clinic nurse contacted technical services to report that this device triggered elective replacement indicator (eri) due to charge time in (B)(6) 2010. The monitoring voltage in (B)(6) 2010 was 2.81 volts and is now exhibiting a monitoring voltage of 2.66 volts. Technical services informed the clinic nurse that the device's bradycardia features remain unaffected once end-of-life (eol) is triggered by charge time. Technical services discussed end-of-life behavior due to charge time and the possibility that this device will trigger eol with the next automatic capacitor reformation. If eol is triggered, the device will generate beeping tones. The available information suggests that this device remains in-service.